Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: blurred vision. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer called to request assistance with performing a blood test. The customer was not using the proper testing technique. During the call, a blood test was performed by the customer non-fasting and produced test result of 127 mg/dl using true metrix meter; customer was satisfied with the result obtained. The test strip lot manufacturer¿s expiration date is 02/28/2023; product storage and open vial date were not disclosed. At the time of the call the customer reported experiencing blurred vision. Customer was unsure if it was related to diabetes as she stated she does have problems with her vision. Medical attention was not needed at the time of the call.

Manufacturer narrative:
Sections with additional information as of 19-apr-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc.